Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event of resistance between system component was unable to be confirmed due to the unavailability of the device and/or applicable imagery. Available information suggests that patient factors (tortuosity, undersized vessel) likely contributed to the event. Per the event description, the patient had a tortuous access vessel with a 5.4mm of diameter. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards france affiliate, during a right transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the commander delivery system and valve got stuck in esheath during insertion. It was decided to remove the devices as a unit and prepare a new set of devices. The new esheath was inserted with no issues, however, the commander delivery system and valve required force through the esheath. The valve was successfully implanted. A dissection in the iliac was noted, so a stent was placed. Per report, the dissection was possibly due to both esheath's. The patient was fine post procedure. Per images provided of the first esheath, a liner tear was observed.